Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's system was auto-reducing due to high impedances on the l3 drg lead. Surgical intervention may be undertaken at a later date to address the issue.